Event description:
Breakage of the femoral component was reported. The breakage occurred in the area of the threaded hole for the distal augmentation block.

Manufacturer narrative:
The device was not mfg in the us. An evaluation of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.